Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the handle developed significant sharp metal chips near the strike plate that led to a surgeon getting a splinter.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows significant damage to the handle body. There are heavy impact marks from the trigger continuing up until the strike plate. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Based on the review of the returned device, the witness marks on the returned device indicate impaction along the handle body that likely contributed to the reported event. Surgical technique states, ¿note: when impacting the broach handle, ensure that impaction occurs on the strike plate¿. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.